Event description:
It was reported that the patient experienced low blood pressure and reduced ejection fraction. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The transseptal puncture (tsp) was performed, mapping was done, and then the farawave catheter was inserted to start ablation. The patient was cardioverted due to ongoing low blood pressure after sedation at the request of the anesthesia team, and then it was noticed that the patient's ejection fraction (ef) was reduced afterwards. The procedure was cancelled. No medical intervention was performed for the reduced ejection fraction, though it is unknown if the patient was hospitalized. The current condition of the patient is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed.